Manufacturer narrative:
Correction: d1, d4. Additional information: d9, g4, h3, h6, h11. H11: one photo sample and one unopened sample were received for evaluation. Visual inspection of the photo sample was performed which identify a small particle in the enclosed packaging of the product. The actual sample was visually inspected along with magnification and a particle of foreign matter approximately 3mm in length was identified enclosed in the actual sample product packaging. The particle appeared to be that of, or similar to cardboard or packaging material contamination. The reported condition was verified. The cause could not be determined; however, the likely cause was inherent to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black foreign particle was observed in the packaging of a vented high-volume inlet. This was observed while the set was still in the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.